Manufacturer narrative:
Results: the complaint of "pt discomfort" was confirmed. Visual inspection of the lead on the paddle side channel 2 appeared to be disconnected from the weld. Conductivity test failed on channel 2. This damage appears to be caused by the overstress conditions while the lead was in the pt. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-13891.